Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had very quickly acquired parkinson's dementia. Pt rep said they guessed that they had been in denial (about the patient having dementia) and patient was taken by ambulance and the patient had tried to escape the emergency room twice. Pt rep said pt had gone into the ER three times before they finally called 911. Pt rep said each time the ER let the patient go because they didn't know what to do with her as the patient had moments of clarity but pt was having less and less clarity. Patient rep said that the patient was calling friends asking for rides home and now the friends were in the patient's room watching the patient. Patient rep said the situation was really bad and the patient needed help. Pt rep said a friend brought the recharging equipment to the hospital but pt rep was worried that no one would know what to do with the equipment. Pt rep said patient's implant was fully charged and the patient had only been in the hospital for a day. Pss reviewed information about this (hcp calling ts, friends/family calling ps/hcp paging rep, ec). Ps asked pt rep who the managing hcp was for the device but pt rep didn't answer question as they were emotional during the call.